Manufacturer narrative:
Manufacturer's investigation conclusion: investigation of (B)(4) confirmed a current sense issue. The pump was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing, and the severed portion and modular cable were not returned. The apical cuff was returned properly engaged with the cuff lock. The sealed outflow graft conduit with bend relief was returned attached to the pump outlet port. An additional portion of the sealed outflow graft approximately 6¿ long was also returned. The pump appeared to have been exposed to a fixative prior to return. Examination of the inflow cannula revealed a biological lining along the proximal opening. The deposition was strongly adhered and did not appear to obstruct the blood pathway. Visual inspection of the outflow cannula did not reveal any laminated or denatured depositions, or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed, or adhered depositions, or thrombus formations. Visual inspection of the pump rotor, and rotor well did not reveal any surface scratches of defects. The lvad event log file (cs-143312 99240909_l3e) contained data from 12jun2019 20:08:15 through 12jun2019 21:40:24 ,and the lvad periodic log file (cs-143312 99240909_l3p) contained data from 02jun2019 06:45:04 through 12jun2019 20:53:07. Throughout both log files, the current sense values captured appeared elevated and was locked at 440ma, however, both log files appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the product performance engineer's analysis on 06oct2020 investigation of the returned heartmate 3 lvas, serial number (B)(4), confirmed a current sense issue.